Manufacturer narrative:
(B)(4). One sonicision cordless ultrasonic dissector was received for evaluation. Visual inspection found no defects. The reported condition was not confirmed. Functional testing was performed with the returned dissector using a test lab generator and battery. The assembled device successfully produced the startup series of tones and the status led on the generator illuminated green, confirming proper assembly and device readiness for use. The assembled device was tested to confirm full functionality by activating the dual mode energy button with the clamping jaws open. The results were acceptable. The device was also activated with the jaws closed and submerged in glycerin bath at both power modes with acceptable results. The investigation found the device to function normally and within specifications.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic cholecystectomy, the device stopped working after the device inadvertently hit a clip. The surgeon converted the lap case to an open case at this point because he could not easily visualize the gall bladder and there were many adhesions. The procedure was completed using a different kind of device. There was no patient injury.